Event description:
It was reported that vessel dissection occurred. The less than 50% stenosed target lesion was located in the non-tortuous and moderately calcified superficial femoral artery (sfa). A 6.0 x200, 135cm charger balloon was advanced over a non-boston scientific (bsc) guidewire and was inflated twice without any issue. However, upon removal, a small dissection in the distal portion of the sfa was noticed. The balloon was reinserted with difficulty into a 6fr x 45cm non-bsc sheath and was advanced into the lesion and was reinflated over the dissected area. The balloon was removed after deflating; however, the dissection remained. A 7mm x 40mm innova stent was placed into the lesion, and the same balloon was reinserted for post-dilation. Negative pressure was applied on the balloon, but it would not track on guidewire. The device was removed intact, and a 6mm x 40mm x 135cm charger balloon was used to post-dilate the stent. The procedure was completed without further issue.